Manufacturer narrative:
Review of the provided photographs shows that there is a hole in the tyvek lid of the sterile blister confirming the reported event. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has not indicated if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a hole in the inner sterile packaging. The surgeon used another product for the knee arthroplasty. No adverse events have been reported as a result of the malfunction.